Event description:
It was reported by service report that the head left siderail won't stay up or lock. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Loss of lubrication in glide rod/carrier post sliders.